Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that the device is not serviceable and was no longer under warranty. Physio further advised that the customer should remove the device from service. It was later confirmed by the customer that they had permanently removed this device from service and have disposed of it locally. The customer has purchased a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.